Manufacturer narrative:
The device was investigated at the hospital by our field service engineer (fse). The onsite investigation could not reproduce the reported issue. The device passed several pre-use checks and a simulated ventilation session without generating any faults. The device control pc board was replaced and sent in for investigation together with the ventilator logs. Our evaluation of the logs can confirm the reported alarm, no errors could be reproduced during the simulated use testing in our test laboratory. The log shows that the alarm te7 was generated in connection to change from standby to ventilation and according to the log file, the breathing subsystem software had been locked in the wrong state. The breathing subsystem software that controls and regulates flow and pressure didn¿t go to ventilation state which lead to a mismatch between the two subsystems. No flow or pressure will be delivered when this failure occurs. This error is a software flaw. To prevent this issue from re-occurring, the software has been improved.

Event description:
Manufacturer ref. # (B)(4).

Event description:
It was reported that the ventilator generated a software error indicating patient category mismatch between breathing and monitoring subsystems. There was no patient harm. Manufacturer ref. # (B)(4).